Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Noise was present on the ventricular channel. The patient was brought into the clinic and the noise was reproducible with isometrics. The lead is pending explant.

Event description:
New information revealed that the lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. Partial lead measuring 49.3 cm from distal tip was returned for analysis. Internal insulation abrasion was noted at 6.5 cm to 6.6 cm from the distal tip. Etfe coating was not damaged. An external abrasion due to friction to the device can breaching the optim sheath only was noted at 42.4 to 42.8 cm from the distal tip. The silicone insulation beneath was not damaged in this region. Internal insulation abrasion was noted partially under the rv shock coil at 6.4 cm to 6.6 cm from the distal tip. Etfe coating was abraded at this location. Rv shock coil was removed to examine the condition of the insulation beneath. Internal insulation abrasion was noted at 5.9 cm to 6.7 cm and 5.5 cm to 6.3 cm from the distal tip. The insulation abrasion breached the re and rv cable lumens with an abrasion to etfe coating and inner lumen. The reported event of noise is consistent with the abrasion beneath the right ventricle shock coil. .